Event description:
The customer reported being unable to connect the pads cable to the defibrillator during use on a pt. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported being unable to connect the pads cable to the defibrillator during use on a pt. There was no reported adverse pt impact. The field service engineer evaluated the device and found the pads cable connector had 2 gaskets instead of one. The fse removed one of the gaskets to resolve the issue.